Event description:
It was reported the lead was removed and replaced due to no capture, high impedance and an apparent lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) the full lead was returned in segments and was analyzed. All conductors were fractured. In addition, the inner tubing was noted torn.